Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts were severely distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. It was also noted that the stent had moved distally covering the distal markerband from view. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was broken 1mm distal to the strain relief. Additionally it was noted that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous and calcified vessel. A 4.00x38mm promus element long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.